Event description:
The account alleged that the nurse call was not working. No injuries reported.

Manufacturer narrative:
The account stated that they found that the nurse call did not work because the pins were bent on the nurse call cable. The account replaced the nurse call cable assembly to resolve the issue.